Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy with an ak 96 machine, an external fluid leak was observed due to a cracked three-way joint. Treatment was suspended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by the hospital engineer. The hospital engineer found an unspecified three-way joint aged and cracked. The reported condition was verified. The cause of the reported condition could not be determined. To correct the condition, the component was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.